Event description:
The customer stated that she has been experiencing high and low blood glucose levels for the past month. The customer stated that she was hospitalized due to blood glucose levels greater than 600 mg/dl and dehydration. The customer experienced nausea, vomiting, excessive thirst, frequent urination and fruity breath. The customer also stated that she was hospitalized on (B)(6) 2013 with a low blood glucose of 23 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and displacement tests. The insulin pump was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.